Event description:
It was reported by repair work order that the siderails would not lock upright. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Follow-up submitted with evaluation results.

Event description:
It was reported by repair work order that the siderails were damaged and would not lock upright. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.